Manufacturer narrative:
Catalog #: 10104-002, lot#: 1042130199. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service.

Event description:
A field service engineer reported an event of a "smoke" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to oil/mist/vapors to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer tightened a loose screw on the oil mist filter and replaced the catalytic converter and vacuum pump oil and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.